Event description:
The customer reported that the intelliue mx450 patient monitor showed a false low spo2 values. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.